Event description:
Doctor was performing crown preparation procedure with the patient under local anesthesia when the handpiece seized. It was at this time that the doctor observed a round blister approximately 14mm in size on the inside of patient's left cheek. Doctor has followed up with the patient and the injury is healing normally. No further medical treatment required.